Event description:
It was reported the device has a cracked case. The device was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, one bail cover, and battery drawer are broken. Battery release is contaminated, ring cover and ring are missing, battery contacts are compressed, and the keyboard is scratched. (B)(4).